Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there was an alert on the remote home monitoring system for high out of range shock impedance measurement of 125 ohms. The medical personnel noted that there had been another out of range shock impedance measurement approximately 15 months earlier. Subtle noise was also observed on the shock electrogram (egm). Boston scientific technical services (ts) suggested bringing the patient into the office for testing and also to consider raising the shock impedance alert to 150 ohms. At this time the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) remain in service.

Event description:
It was reported that there was an alert on the remote home monitoring system for high out of range shock impedance measurement of 125 ohms. The medical personnel noted that there had been another out of range shock impedance measurement approximately 15 months earlier. Subtle noise was also observed on the shock electrogram (egm). Boston scientific technical services (ts) suggested bringing the patient into the office for testing and also to consider raising the shock impedance alert to 150 ohms. At this time the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) remain in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.